Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a spine surgical procedure the hand piece device would "not rotate". The planned surgical procedure was delayed three minutes. The surgical procedure was completed successfully using a spare device. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.